Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic and non-calcified lesion was located in the left circumflex artery. The physician advanced the 2.25x20mm apex balloon catheter to the lesion, but was unable to cross. The physician removed the balloon catheter from the patient and then reinserted it and crossed the lesion. Then the physician inflated the balloon to 7 atms and observed that blood flowed into the inflation device. The device was removed from the patient intact and "the physician confirmed balloon rupture". There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered during the procedure.